Event description:
The customer stated that she attempted to program a bolus, and the numbers began to ramp up uncontrollably. The customer stated that the insulin pump may have been wet. Troubleshooting was performed. After a new battery was inserted, the insulin pump alarmed with failed battery test. The customer was unable to clear the alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the failed battery test alarm or frozen screen due to the blank display.